Manufacturer narrative:
The insulin pump was received with a no motor movement alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement alarms. The pump passed the self test, no unexpected software error detected or hardware low level failures alarms occurred during testing however, the downloaded history files confirmed software error detected and hardware low level failures alarms, fault isolated to the electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarmed. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Customer reported they were able to clear the alarm and was unable to complete pump rewind. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.